Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the reamer fractured at the attachment point for the drill during surgery upon preparation of the bone.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The reamer was received for evaluation. The dimensions taken were within specification. It was found that the tip of the reamer is fractured off. The fractured piece was not returned. The reamer is also scratched. The device history records were reviewed and no deviations or anomalies were identified. This device was used for treatment. The complaint history review was conducted for the device and found no additional complaints for the same lot. The reamer had a potential field age of approximately 1 year 9 months at the time of the reported incident with an unknown usage and handling history, with a manufacturing date of feb 17, 2015. The most likely root cause of the reamer shaft fracturing cannot be conclusively determined.